Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, lot/serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8731sc, lot/serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8731sc, serial/lot #: (B)(4), ubd: 14-nov-2014, UDI#: (B)(4). Product ID: 8731sc, serial/lot #: (B)(4), ubd: 05-dec-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (magnetic resonance imaging technician)regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for spinal pain. It was reported that the patient had their implantable neurostimulator and or pump removed due to the cerebrospinal fluid (csf) leak. The date of the event was reported as having been unknown. The reporter indicated they believed the same physician that implanted the device had also explanted the device which at a research hospital in (B)(6). The physician¿s name was requested but was unknown. No further patient complications have been reported as a result of this event.